Event description:
Medwatch states that a continuous infusion of chemotherapy was started at 1830 and should have infused for 24 hours. It took over 31 hours. IV rate set at 41.7 ml/hr and vtbi of 1000 ml. No devices were sequestered. It is not clear if the chemo was set up as a primary or secondary infusion. There was no pt harm reported and no medical intervention was required. No further pt or event info is available.

Manufacturer narrative:
(B)(4). Per the customer, the devices were not sequestered and will not be returned for investigation.